Event description:
Event description cpi received information that these two sutureless myocardial unipolar leads (4312) were removed from service because of inapporopriate shocks, the physician felt it may be due to a lead fracture. Both the (4312's) were capped, and replaced with another cpi lead (0012).